Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were showing as discontinued but active on emr. A technical support specialist reviewed the medid provided and confirmed that the discontinued message originated from the emr. No additional information could be found, as the patient was already marked as discharged. Tss attempted reach customer but no response from customer and proceed to mark this case as close.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were showing as discontinued but active on emr. There were no adverse events or injuries reported based on this event.